Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient experienced abdominal pain and nausea the evening following the original implant procedure. A re-intervention was performed to place a stent in the superior mesenteric artery and relieve obstructed flow through the branch vessels. The physician believes the obstructed flow was attributed due to the struts of the suprarenal stent of the aortic body stent graft crossing over the superficial mesenteric (sma) and the celiac arteries. The patient subsequently expired approximately two weeks later due to complications from mesenteric ischemia and bowel infarction.

Manufacturer narrative:
(B)(4). Remains implanted.